Event description:
A ti 3-d head for ti click'x screws was found 'floating' in follow-up x-rays, after having been implanted. The patient complained of hearing a 'clicking' noise in her back when she walked. During revision surgery all hardware was removed and replaced with similar devices.